Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip also, unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. All operating currents within specification and passed the rewind, a21 error test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that there is a crack at the top of the reservoir chamber. The customer advised that there might be a piece missing. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.